Event description:
Pt was implanted with prodisc-c at c4-c5 more than two years ago. Pt was not pleased with initial surgery and continued to complain of pain. Surgeon noted that the implant appeared to be well placed and mobile upon radiographic findings and range of motion studies. Prodisc-c implant was removed on (B)(6) 2012 and pt was revised to an acdf using cslp and acf spacers.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing. No conclusion could be drawn.